Manufacturer narrative:
The device was returned for evaluation. Macroscopic and optical examination of the tip of the reduction sleeve did not identify any cracking or breakage. Dimensional examination of the tip of the reduction sleeve found that the sleeve tip is bent outward out of print specification at the mas head retention features; the tip-to-tip dimension is within print specification. Visual and optical inspection noted witness marks in the mas retention area. A functional evaluation was performed utilizing a sample extender and multi-axial screw (mas); the mas head was unable to be manually pulled out of the inner sleeves with the bone screw at maximum angulation. A common surgical technique for this instrument is for the surgeon to remove the extender from the body and screw by rocking the extender in a medial/lateral direction and pulling upward. This can create stresses on the part that can bend the tips if performed aggressively. Witness marks on the upper walls, the bent tip condition of the inner sleeve, and the recent lot date code of the evaluated product suggest that aggressive release techniques may have been utilized.

Event description:
It was reported that during a spinal procedure, the tip of the rod inserter sleeve was cracked. Although the instruments were used in surgery, no patient complications were reported.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.